Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of slight pelvic discomfort, epigastric discomfort, decrease of the ultrafiltration during the day and peritonitis in a female patient (age not reported), coincident with extraneal viaflex (lot number 10d12g42) therapy. In (B)(6) 2009, the patient began treatment with extraneal viaflex (lot number 10d12g42, frequency was described as, alternate days; and dose was not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010, the patient experienced slight pelvic discomfort, epigastric discomfort, decrease of the ultrafiltration during the day, and peritonitis, manifested by intermittent cloudy effluent and epigastric abdominal discomfort, without any other symptoms. Initially, the events were assessed as related to the menstrual cycle (menstruation started on (B)(6) 2010). The severity of the event was described as mild and for "several days, there was a noted decrease of the uf during the day". The patient was not hospitalized for this event. The patient's last infusion of extraneal was (B)(6) 2010, and the extraneal was discontinued on (B)(6) 2010. It was unknown if the patient improved specifically with the discontinuation of the extraneal. On an unreported date, the extraneal was reintroduced, however, it was unknown whether the slight pelvic discomfort, epigastric discomfort, decrease of the ultrafiltration, or the peritonitis recurred with the reintroduction of the pd solution. The patient did not receive any remedial therapy. On an unreported date, the patient recovered from the event of peritonitis. The outcome for the event of slight pelvic discomfort and decrease of the ultrafiltration during the day was not reported, however, the epigastric discomfort was reported as ongoing. The physician did not provide a causality statement for the events.